Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the sensor did not stick and she received a sensor error. The customer's mother reported that the sensor fell out of her arm. Caller also reported that the customer recently had a blood glucose level around 500 mg/dl, which was treated with a manual injection. The caller stated that this incident was caused by the reservoir being empty. The customer's mother was advised that the infusion sets would be replaced. The insulin pump was not replaced or returned for analysis.